Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received at the complaint investigation site (cis) for analysis. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that a shaft break occurred. During unpacking, it was noted that the fetch2 catheter was broken in two places. The device did not enter the patient's body. There were no patient complications reported.